Manufacturer narrative:
Additional information: the target lesion was reported to be very calcified and tortuous lad lesion. The device was inspected prior to use with no issues noted. Negative prep was performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered while advancing the device. Breakage was reported to have occurred along the shaft outside the patient. The tip of the stent had exited the guide catheter. No intervention was required to remove the device from the patient. The same issue occurred with a non-medtronic balloon in the same lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube 22 cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube proximally <(>&<)> distally to the detachment site. The stent was positioned on the balloon, but not meeting specifications due to the stent having displaced and moved distally, over the distal marker band. Deformation was visible to the 9th <(>&<)>10th distal stent wraps with struts raised <(>&<)> overlapping. The inner lumen could not be verified with a 0.015 mandrel most likely due to hardened blood in the guidewire lumen. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a use a resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion. It was reported that the catheter detached/fractured during delivery through the vessel. It was reported the detached portion of the device does not remain in the patient. It was reported that the patient is alive with no injury.